Event description:
It was reported to philips that the system did not produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not produce x-rays. A review of the log file showed occasional point (power inverter) errors. Upon troubleshooting, to resolve the issue, the fse replaced the power inverter. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If the system does not produce x-rays during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. The system did not produce x-rays, an issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart). This issue is not likely to cause or contribute to death or serious injury if it were to recur, and as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome